Event description:
A consumer implanted for spinal pain reported they had weight loss surgery (unrelated to the device) on (B)(6) 2016. Prior to surgery they turned stimulation off, and then turned it back on afterwards. After stimulation was turned back on the consumer had stimulation in their stomach and it seemed stronger than it did before they had surgery. Due to these issues they were only able to have stimulation on for 1.5 hours. The consumer turned stimulation down to make it less intense, but then they didn¿t receive the same level of pain relief. It was noted the consumer¿s back was really hurting after surgery, and they were tender, but they didn¿t know if it was because of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.